Event description:
It was reported that the foot pedal won¿t turn on for at least 30 seconds and other times it won¿t activate at all. A backup was not available so a different method had to be used. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.